Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 14 x 2.5 mm, concentric, de novo target lesion was located in the mildly calcified right coronary (rca) artery. Predilation was completed with a balloon. Post deployment of the 16 x 2.5 promus premier select drug-eluting stent, a distal edge dissection was noticed. A 14 x 2.5mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.